Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2022, patient's CT revealed that the p2lelb32 prime e-class liner 15° lip 32mm group b was found to be possibly dislocated. At this time,only 3 items would be return: #9312; prime e-class liner 15°lip 32mm group b: p2lelb32, #12288; #9313; femoral head biolox® delta ceramic 12/14 - 32l: pha04412; #9314; modular neck ar/vv 1 long: pha01224. Japan. (B)(4).